Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was admitted to pvh late last night for a periprosthetic fracture of his proximal femur. Upon opening the joint it was determined this patient need a proximal femur replacement. The patient also had a metal on metal hip that was put in over 20 years ago. The metal liner was removed and replaced with a poly liner. No further patient information is available at this time. Doi: unknown; dor: (B)(6) 2020; affected side: right hip.